Event description:
It was reported that the implantable cardiac monitor device was calling the episode atrial fibrillation (af), but the principal investigator had not determined what it was and had not changed the patient's plan of care. The device remains in use. No patient complications have been reported as a result of this event. The patient is in the (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).